Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: testing confirmed the reported issue. Black box review and alarm history review shows multiple persistent alarms on (B)(6) 2013. The pump alarmed upon the first ¿rewind¿ attempt, flash chip language corruption. Pump¿s cover was removed, the chip was replaced and reprogrammed, the pump was able to power up and to display ¿verify¿ screen. The unit was primed and exercised with no further alarms. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.